Manufacturer narrative:
Additional MFR narrative: batch data review: since the practitioner was unable to provide the exact batch number, all rha 4 product sold to this practitioner were analyzed. Tpul-204523b0: the batch data review was compliant with the applicable specifications. No element allows us to identify a defect in either the quality or the safety of this rha 4 product. Tpul-210421a0: a major ncf 21/104 was opened during production, that concluded to no incidence on the product safety and quality. Tpul-212821a0: the batch data review was compliant with the applicable specifications. No element allows us to identify a defect in either the quality or the safety of this rha 4 product. Tpul-214922b0: a major ncr-0175 and a minor ncr-0171 were opened during production, that concluded to no incidence on the product safety and quality. Tpul-22162fl0: a minor ncr-0345 was opened during production, that concluded to no incidence on the product safety and quality. According to information received this case would be related to a delayed immune response of the body to dermal filler treatment. The bacterial colonies can cause a variety of clinical presentation as shown for this case as nodules. Biofilms are well-known and documented side effects in hyaluronic acid filler injections. The gel is surrounded by common skin colonizing bacteria that irreversibly adhere to the gel inducing a permanent immune response. When conditions are favorable (infectious disease, trauma, ¿), this may eventually lead to a chronic granulomatous reaction. Given the sterility of the gel, they are rather due to a defect in the aseptic environment of the injection. Appropriate treatment allows progressive resolution of the symptoms. The risk of such reactions is mentioned in the instructions for use of teosyal products. The patient's situation and symptoms' evolution are monitored.

Event description:
This case is occurred outside of the us, in spain. According to the information received on oct. 06,2022, a patient was injected on (B)(6) 2022, with 0.6 ml/each side into the bilateral malar and zygomatic areas involving teosyal puresense ultra deep (object of this complaint), and teosyal rha 4 (object of the complaint (B)(4)). Approximately 6 months post-injection on (B)(6) 2022, the patient presented with a small nodule on the right malar area/mid-face cheek. A day later, a nodule started to grow, and the following day, the nodule was palpable. As a corrective action, on (B)(6) 2022, the patient received a nonsteroidal anti-inflammatory (dexketoprofen; enantyum 25 mg, 3 times per day) on (B)(6) 2022, it was reported that the nodule was painful. On (B)(6) 2022, the patient presented with the right hemifacial edema including the right pre-mandibular angle, the practitioner suggested to examine the parotid gland. Therefore, the patient underwent an MRI examination. MRI result: the salivary/parotid gland had a normal morphology without any signal, and the cervical soft tissues showed a normal appearance. The result showed the presence of foreign material (deposits of hyaluronic acid) on the bilateral subcutaneous level of the cheekbones, malar, and mandibular areas, accompanied by aseptic inflammatory changes on the subcutaneous and subfascial fat adjacent level in the right premandibular region. The spanish subsidiary put the practitioner in contact with a local medical expert. The latter, diagnosed this case, as a possible biofilm infection, and suggested the following treatment: on (B)(6) 2022: anti-inflammatory (glucocorticoid; prednisone, and deflazacort), combined antibiotic therapy (moxifloxacin 400 mg + clarithromycin 2 times per day), and proton pump inhibitor (pantoprazole, and omeprazole), accompanied by probiotics. On (B)(6) 2022: 2 sessions of hyaluronidase (75, and 100 iu) were proposed to treat the nodules. On (B)(6) 2022, the practitioner informed the spanish subsidiary that due to a fever, the patient was hospitalized. On (B)(6) 2022, we were informed that the fever had subsided, however the nodule had become larger with erythematous area. Since the local medical expert diagnosed the event as a possible biofilm, it was planned to puncture the nodule and perform bacterial culture to see if a bacterial infection might be confirmed by the culture examination. The patient situation and symptoms are monitored. No additional information is available at the time of this report.

Event description:
This case is occurred outside of the us, in spain. According to the information received on oct. 06,2022, a patient was injected on (B)(6) 2022, with 0.6 ml/each side into the bilateral malar and zygomatic areas involving teosyal pure sense ultra deep (object of this complaint), and teosyal rha 4(object of the complaint (B)(4)). Approximately 6 months post-injection on (B)(6) 2022, the patient presented with a small nodule on the right malar area/mid-face cheek. A day later, a nodule started to grow, and the following day, the nodule was palpable. As a corrective action, on (B)(6) 2022, the patient received a nonsteroidal anti-inflammatory (dexketoprofen; enantyum 25 mg, 3 times per day). On (B)(6) 2022, it was reported that the nodule was painful. On (B)(6) 2022, the patient presented with the right hemifacial edema including the right pre-mandibular angle, the practitioner suggested to examine the parotid gland. Therefore, the patient underwent an MRI examination. MRI result: the salivary/parotid gland had a normal morphology without any signal, and the cervical soft tissues showed a normal appearance. The result showed the presence of foreign material (deposits of hyaluronic acid) on the bilateral subcutaneous level of the cheekbones, malar, and mandibular areas, accompanied by aseptic inflammatory changes on the subcutaneous and subfascial fat adjacent level in the right premandibular region. The spanish subsidiary put the practitioner in contact with a local medical expert. The latter, diagnosed this case, as a possible biofilm infection, and suggested the following treatment: on (B)(6) 2022: anti-inflammatory (glucocorticoid; prednisone, and deflazacort). Combined antibiotic therapy (moxifloxacin 400 mg + clarithromycin 2 times per day). Proton pump inhibitor (pantoprazole, and omeprazole), accompanied by probiotics. On (B)(6) 2022: 2 sessions of hyaluronidase (75, and 100 iu) were proposed to treat the nodules. On (B)(6) 2022, the practitioner informed the spanish subsidiary that due to a fever, the patient was hospitalized. On (B)(6) 2022, we were informed that the fever had subsided, however the nodule had become larger with erythematous area. Since the local medical expert diagnosed the event as a possible biofilm, it was planned to puncture the nodule and perform bacterial culture to see if a bacterial infection might be confirmed by the culture examination. Finally, on (B)(6) 2022, we were informed that the bacterial culture showed an infection coming from the buccal flora which created an abscess and therefore excluded any link with the injection of hyaluronic acid. The patient was targeted for antibiotic therapy and returned home. Thus, updated information, has downgraded this case as a non-reportable incident.

Manufacturer narrative:
Additional MFR narrative: according to the information received the bacterial culture carried out for this patient showed that an infection coming from the buccal flora led to an abscess. This therefore excluded any link with the injection of hyaluronic acid. Thus, the imputability of the products seems dismissed. Batch data review: since the practitioner was unable to provide the exact batch number, all rha 4 product sold to this practitioner were analyzed. Tpul-204523b0: the batch data review was compliant with the applicable specifications. No element allows us to identify a defect in either the quality or the safety of this rha 4 product. Tpul-210421a0: a major ncf 21/104 was opened during production, that concluded to no incidence on the product safety and quality. Tpul-212821a0: the batch data review was compliant with the applicable specifications. No element allows us to identify a defect in either the quality or the safety of this rha 4 product. Tpul-214922b0: a major ncr-0175 and a minor ncr-0171 were opened during production, that concluded to no incidence on the product safety and quality. Tpul-22162fl0: a minor ncr-0345 was opened during production, that concluded to no incidence on the product safety and quality. H3 other text : according to the information received the bacterial culture carried out for this patient showed that an infection coming from the buccal flora led to an abscess. This therefore excluded any link with the injection of hyaluronic acid. Thus, the imputability of the products seems dismissed.